Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient stopped feeling stimulation (B)(6) 2018 and the patient programmer (pp) screen was blank. The patient indicated that they were having the implant taken out (B)(6) 2018 and that it worked in the beginning, but not now. Additionally, the patient noted that the stimulator was bothering them and just wanted it taken out. The patient finally noted that the programmer was not working and that the device never worked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.